Event description:
The pt contacted lifescan alleging that their one touch ultra meter was prompting the apply sample icon. The medical affairs specialist spoke with the pt on 07/2005. The pt had not been able to obtain a result on the reported meter for several days. On sunday pt took their usual am diabetes medication: "n" insulin 24 units and glucophage 850 mg, and ate breakfast. A couple of hours later, pt felt lightheaded and weak. Pt attempted to test with the meter and could not obtain a result. Pt took no action to affect their blood glucose level following attempted use of the meter. Pt called emt. A result of 62 mg/dl was obtained on the emt meter. Emt took the pt to the ER where pt was given food and beverage. Pt did not recalll the results obtained in the ER. Pt was released to home after several hours. The customer care representative walked the pt through attempting to retest with a new test strip and new vial of test strips. The test did not start in either attempt the pt was unable to test due to product malfunction. Pt continued to take their usual diabetes medication and experienced hypoglycemia. Had pt known their blood glucose level prior to taking medication. Pt may have avoided experiencing hypoglycemia by altering the medication dose or seeking advice from their medical professional prior to taking medication. The complaint meets the criteria for an adverse event medical device reportable. The meter, test strips, and control solution were replaced.